Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that their g5 app screen display was frozen on (B)(6) 2016. The issue was resolved at the time of contact. No additional event or patient information is available.